Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaint for ''general risks - failure - balloon burst'' was confirmed by visual examination of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per event description, there was presence of calcification in the stj. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.

Event description:
As reported by an edwards lifesciences affiliate in the united kingdom, regarding a 26mm sapien 3 case in aortic position by transfemoral approach. During the procedure, the commander delivery system balloon burst at full inflation. Despite the burst, the valve was successfully deployed. And no additional actions were needed. It was managed to retrieve the delivery system with the esheath as one unit. After retrieval, a femoral dissection flap was noted, without further actions as per vascular opinion. The patient was stable throughout. And a CT was planned to be performed. No further actions were taken regarding the femoral dissection at the end of the case. The perceived root cause of the commander delivery system balloon burst was stj calcification.

Manufacturer narrative:
The investigation is ongoing.